Manufacturer narrative:
During inspection and testing of the device, service found the adhesive part of the lighting lens was peeled off due to handling. In addition, service confirmed the air/water supply nozzle was deformed due to external factors, confirming the customer's initial report. Service also found some of the adhesive on the bending section was missing. The bending angulation was out of specification due to stretching of the angle wire. Paint on the suction cylinder was peeled off. Several of the device components were scratched due to external factors. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported that the nozzle of the subject device was crushed. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing, service found the adhesive part of the lighting lens was peeled off. This report is being submitted for the malfunction found during the device evaluation (adhesive peeled off).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 10 years since the subject device was manufactured. Based on the results of the investigation, it can be assumed that the reported phenomenon could have been caused by physical stress by dropping or hitting, or deterioration by chemical stress during reprocessing. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device. Correction to g3 of the initial medwatch. The aware date should be 23-mar-2022.